Event description:
Procedure type: hemicolectomy. According to the reporter: approximately one month ago, the doctor created a side by side ileo-colo anastomosis. Procedural went well and gia fired normally. Approximately 2 days post-op, pt was returned to the operating room to repair a leak in the anastomosis. Upon inspection, the leak appeared to be right in the middle of the side by side staple line. Hole was sutured closed and pt is fine. Pt required ileostomy that will be taken down in the future. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Pt stay in hosp was extended because of re-operation to repair gi leak. Nothing fell in the surgical cavity. Pt current status reported as fine.

Manufacturer narrative:
(B)(4).